Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient returned to the operating room (or) on the day of implant, (B)(6) 2022, for bleeding. The lvad was working well with no issues, but while in the or a driveline power fault was seen on the heartmate touch. The perfusionist tried to clear the alarm twice, but the alarm returned both time. The perfusionist reported that the connection at the modular cable and pump cable was loose. The perfusionist tried to tighten it down but the alarm remained. Technical services was contacted and advised the site to do a system controller and modular cable exchange. The alarms resolved after the exchange. Related MFR report #: 2916596-2022-12368.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault was confirmed. The heartmate 3 system controller serial number: (B)(6). Was returned for evaluation, and a log file was downloaded, containing information spanning approximately 6 hours on (B)(6) 2022 (14:10:21 to 20:10:00 per timestamp). At 19:07:22, a controller fault alarm correlating to one of the controller¿s fuses being damaged was observed. Intermittently throughout the next hour, driveline power fault alarms corresponding to the same fuse damage were observed. The observed alarms did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit while the driveline was connected. During functional testing of the returned controller, the driveline power fault alarm was reproduced. Evaluation of the system controller¿s circuitry confirmed that fuse b was damaged, consistent with observations from the log file. The component was replaced, and the controller was retested. The repaired controller then passed all testing and was able to support test equipment for an extended time without issue. The root cause of the driveline power fault alarm was determined to have been caused by the observed fuse damage; however, the root cause of the component damage could not be conclusively determined. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the system controller serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.